Manufacturer narrative:
The pod was received with the needle not deployed. The download data showed that the pod delivered 0 pulses and was in pod state 2 upon download, indicating that the pod was first activated during the investigation. Inspection of the pod found no indication of the user having attempted to fill and activate the pod. No gouge marks or puncture holes were observed in the fill septum that would indicate an attempt was made to fill the reservoir and awaken the pod. No problems were observed that would cause the needle mechanism to not successfully deploy once activated.

Manufacturer narrative:
The device has been returned and received. A supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the cannula did not insert into the infusion site, as she did not feel a needle prick, and upon removal, the cannula was not visible; this indicates a needle mechanism failure. No impact to the patient¿s glucose level was reported.